Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to replicate an error message coming up and the programmer not starting; programmer passed functional testing. However, the programmer logs were reviewed and there was an indication of a slow boot. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer will not start. Error message comes up. The programmer was returned for repair. There was no patient involvement indicated.